Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a patient experienced an incorrect laser treatment. The date of discovery was the same day of treatment. A brief description from the surgery center indicated the patient"s left operative eye was intended for monovision at -1.50. The left eye calculations were incorrectly transposed; at 1 day post-operative measurement of left eye was +4.50 sphere, 20/20-2. The surgery center explained the prescription treatment was entered into wavelight allegretto excimer laser correctly by an alcon training staff and technician, as training was being performed; however, the surgeon had incorrectly transposed the left eye prescription laser treatment. The surgeon elected to retreat the following day (1 day post op). The patient was informed of the situation and elected the laser retreatment immediately. The patient commented that near and distance vision was distorted. The laser retreatment was completely successfully. A bandage contact lens was placed for comfort. At 15 day post op exam, the patient's symptoms had resolved. The patients post op uncorrected visual acuity was 20/20 on both eyes. The patient was happy with outcome so far. Bcva from (B)(6) 2015: right eye post-op 20/20 1.25 x -1.25 x 166, left eye post-op 20/20 3.00 x -3.50 x 5.